Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a thermoset® room temperature closed-loop injectable delivery system with in-line temperature probe where the customer reported that the connection point between the injectate syringe and the rest of the swan line set up got unscrewed while in use. The connection had been secured carefully. The set up remained uncontaminated, however, initial care was delayed, as a new setup piece was required before they could shoot numbers on the swan. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of breaking could not be confirmed. Without the return of a sample or photo, an investigation could not be performed and no probable cause could be determined. Device history review was unable to be performed as the lot number was not provided.